Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology are unknown. It was reported that during deployment of the bifurcated stent graft it was inadvertent pulled down into the aneurysm sac. Utilizing a reliant balloon the physician was able to push the stent graft upwards approximately 1.5 cm and also used two aneurx aortic cuffs to successfully resolve the situation. No additional clinical sequale were reoprted and the pt is reported to be fine.